Manufacturer narrative:
Device passed self test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device was tested with a water fill test reservoir and no bubbles anomalies were noted. Device audio/ beeps functioning properly. No unexpected audio/beep anomalies were noted. Device received with cracked case at display window corners and battery tube threads. Device received with scratched display window. Device received with stained end cap. No burning anomaly noted to battery compartment or end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she could not detect the alarms on the device. Customer's blood glucose had been high. Customer's blood glucose was over 400 mg/dl and 600 mg/dl. Customer mentioned the tons of the alarms were quieter than they used to be. Label on the back of the battery compartment looked burnt. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.